Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient was seen for post-op follow-up appointment, and it was reported that effective therapy was never established. X-rays showed that the x-ray had migrated from its original position. The physician sutured lead down during implant. Patient did not report any strenuous activities, accidents, falls, or trauma after perm implant procedure. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient was seen for post-op follow-up appointment, and it was reported that effective therapy was never established. X-rays showed that the lead had migrated from its original position. The physician sutured lead down during implant. In an update it was reported the patient underwent successful revision of their migrated lead on (B)(6) 2024. The lead was repositioned. Nothing was explanted. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.